Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers for carbohydrates scroll up when entering a bolus. Customer's blood glucose reading at the time of the call was 148 mg/dl. No further information reported.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage at the keypad traces. No display ramping on its own was noted. The pump also had a cracked belt clip slot and minor scratches on the lcd window.